Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image and some buttons of insulin pump were not working. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device. The device will be return for analysis.

Manufacturer narrative:
Retainer = black customer returned device for an alleged critical pump error (open book image) alarm, unresponsive keypad, and there is a crack on the battery compartment found on july 07, 2022. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the trace/history download reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm occurred. The main error log reveals on july 07, 2022 at 20:32 there were multiple consecutive critical error handling hardware low level failures alarm (line number 147 file number 2017) alarms, on the third instance the critical pump error (open book image) alarm was triggered. The device was cut open for visual inspection. Moisture damage was found on the inside of the battery tube and on the electronic assembly (electric board). The force sensor zero offset is within specification (24.4 mv). Critical pump error (open book image) alarm and hardware low level failures alarm are due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, serial number label faded and peeling, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Critical pump error (open book image) alarm and hardware low level failures alarm are confirmed due to moisture damage. Unresponsive keypad is unknown due to critical pump error (open book image) alarm. Cosmetic damage on the battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.